Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. Customer stated that they were not able to clear the alarm. Customer also stated that insulin pump had keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer states that there was a response from a button. Down button and select button were responsive other once were not working. Customer stated that the button was responsive during an easy bolus attempt. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.